Event description:
It was reported to covidien on (B)(4) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports pt (B)(6) had a double cuff curl catheter repaired on (B)(6)2010 and a hole developed in the silicone at the end of the adapter on (B)(6) 2011. Pt required antibiotics.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.